Manufacturer narrative:
A partial lead with the connector pin measuring 15.3cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that during a follow-up, lead noise and an increase in high voltage lead impedance were observed resulting in multiple vf episodes with aborted shocks. The lead was capped and replaced.